Manufacturer narrative:
Investigation summary: with all the information available, boston scientific confirmed the reported event of cylinder fracture, as device evaluation identified a hole in one of the cylinders. Product analysis confirmed the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was visually inspected and leak tested, the kink resistant tubing was fatigue and worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. The ipp cylinders were visually inspected and leak tested. Cylinder 1 has a leak attributed to wear at fold in cylinder body; hole in the outer tube was present. Cylinder 1 has bulging when inflated in proximal cylinder body. Cylinder 1 was not pressure test due to leak and bulge were identified. Cylinder 2 was pressure tested and performed within specification. Both cylinders had wear at fold in cylinder body. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on this investigation, a conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient underwent a revision of his inflatable penile prosthesis (ipp) due to the left cylinder ruptured. All components were removed and replaced. There were no further complications in relation to this event.

Event description:
It was reported that the patient underwent a revision of his inflatable penile prosthesis (ipp) due to the left cylinder ruptured. All components were removed and replaced. There were no further complications in relation to this event.